Manufacturer narrative:
(B)(4). Results - (insufficient information to determine the root cause of the reported stent displacement), (stent handled directly during preparation of device). Conclusions: (insufficient information to determine the root cause of the reported stent displacement). Device evaluation: the stent had moved distally on the device beyond the distal tip. The first two distal stent segments were pinched with some struts overlapping. A number of struts on the third distal segment were deformed and partially overlapping. Crimp bake impressions were evident on the exposed proximal to mid balloon. Please note that this device (drsp25012x 0004751146) is distributed outside the united states; however, it is similar to the united states distributed product (drv25012ux).

Event description:
The physician was attempting to implant a 2.5 mm diameter x 12 mm length driver sprint rapid exchange (rx) coronary stent, using direct stenting. The target lesion in the distal rca was reported to exhibit 80% stenosis, moderate calcification and moderate tortuosity. Resistance was encountered while advancing the device to the target lesion. The driver sprint stent could not reach the lesion and the physician withdrew the device from the patient to pre-dilate the lesion. Upon removal it was noted that the stent had moved distally from its position on the balloon. Prior to use, the physician reported some difficulties had been encountered during removal of the device sheath; however, no abnormalities were noted during inspection of the device prior to use. The stent of the device was handled directly during preparation of the device. No clinical sequelae were reported.